Event description:
It was reported that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time 289mg/dl. Customer treated with manual injection. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Insulin pump alarmed prime during the displacement test due to motor high current draw. Insulin pump received with cracked case at display window corner, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.